Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported; the conductor is easily inserted through the needle into a vessel with good flow. It comes to a complete stop when the leader has only gone in a couple of cm. Takes the needle out together with the guide but the guide does not follow all the way out but gets stuck in the tissue? Nurse consults vascular surgeon, who recommends pulling out the catheter hard. The leader comes out, but the end is like a spiral. We don't know if any small part is left in the tissue. Vascular surgeon is consulted again. No action now. The patient is asked to contact us in the event of any problems, and then a decision can be made as to whether x-ray. The patient is ok. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire was confirmed. The product returned for evaluation was one guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: ¿ narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire ¿ the weld tip of the wire was missing and could not be accounted for during the evaluation normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, the conductor is easily inserted through the needle into a vessel with good flow. It comes to a complete stop when the leader has only gone in a couple of cm. Takes the needle out together with the guide but the guide does not follow all the way out but gets stuck in the tissue?? Nurse consults vascular surgeon, who recommends pulling out the catheter hard. The leader comes out, but the end is like a spiral. We don't know if any small part is left in the tissue. Vascular surgeon is consulted again. No action now. The patient is asked to contact us in the event of any problems, and then a decision can be made as to whether x-ray. The patient is ok. No other information was provided.